Event description:
This incident was reported to the manufacturer by an optical center, however, it is unknown if this is the treating facility or contact lens prescribing and/or retail location only with treatment elsewhere. To date, limited information has been made available. It is reported that the patient was diagnosed with an unspecified keratitis after contact lens use. Good faith efforts have been made to obtain further information without success. As of the date of this report, additional information is unknown. This event is being reported in an abundance of caution due to alleged diagnosis of unspecified keratitis with unknown severity, lack of medical information, unknown patient resolution and potential for serious or permanent injury associated with some keratitis events. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.

Manufacturer narrative:
Sample not returned to the manufacturer and manufacturing records reviewed and found no-issues or non-conformances. Based on the available information, no root cause could be established. The relationship between the coopervision device and the incident could not be confirmed.